Event description:
The hcp reported that fluid and a hematoma developed in the pump pocket in addition to swelling and erythema. Cipro 750 mg twice daily was prescribed, the fluid was drained, and cultures were sent. The pt outcome was reported as resolved without sequelae.